Event description:
This report involves a patient who experienced an infection manifested by cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The cause of the infection was unknown. The patient was not hospitalized for the event. The patient was treated intraperitoneally with unspecified antibiotics (every 6 days in the pd bag; dose, route, and duration not provided) for an unspecified infection. On an unknown date dianeal therapy was discontinued (no details provided). At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.